Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report that on (B)(6) 2015 the receiver turned off and will not power back on. Patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).